Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that blood leaked from the bd intima-ii¿ closed IV catheter system 18 g x 1.16 in., during use. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Customer returned 50 unused samples. No related abnormal defects on record. Psi test and leakage test, septum did not leak, testing qualified. Product is within specification.